Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion due to a sharp decrease in estimated longevity. At the follow up the estimated longevity went from approximately 45 percent to 20 percent over the course of three months. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.